Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced discomfort due to the issue. Surgical intervention was undertaken on (B)(6) 2018 during which the ipg was relocated. Stimulation was restored following the procedure.